Manufacturer narrative:
Age at time of event: 18 years or below. (B)(6). Device evaluated by MFR.: an express-b-I ld pmtd 7.0x60x135 cm was returned for analysis. The device was returned with a 6fr guide catheter. A visual and microscopic examination found that the stent had detached from the device. The stent was found in the 6fr guide catheter that was returned by the customer. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. No issues were noted with balloon that could potentially have contributed to the complaint incident. A visual and microscopic examination of the device identified no issues with the markerbands or tip. A visual and tactile examination of the shaft identified multiple outer kinks. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jul2020. It was reported that catheter entrapment occurred. The target lesion was located in the non-tortuous and mildy calcified iliac artery. A 7.0x60x135 cm express ld stent was advanced for treatment. However, during advancing, the device was stuck in the sheath. Both devices were removed from the patient's body as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.